Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (time and date reset) issue. This malfunction is being ruled out based on the following: the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that this resulted in am/pm being off. The reporter stated that this resulted in wide fluctuations in the patient¿s blood glucose (bg) from hi with mood swings to 2.9mmol/l with shakiness and sweatiness. The hypoglycemic event was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that each bg swing was treated and the patient did not seek medical attention. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.